Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a coronary lesion in the distal left circumflex artery with heavy calcification. During advancement, the 2.25 x 28 mm xience prime was not able to cross the lesion due to the patient anatomy and the proximal shaft kinked and separated (outside the patient anatomy). Another 2.25 x 28 mm xience prime was used to complete the procedure. There was no clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The kink was confirmed. Additionally a pinhole tear was found in the balloon near the proximal shoulder. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Corrected event description: during advancement, the 2.25 x 28 mm xience prime was not able to cross the lesion due to the patient anatomy and the proximal shaft kinked. The shaft did not separate as initially reported. No additional information was provided. Return device analysis revealed a tear in the balloon.